Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Reportedly, after re-fitting the recipient is benefiting from the device, which remains implanted and in use. However, to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
The user reported a slight hearing loss when using the device. Per communication received in (B)(6) 2022, the parent reported the user is doing very well. The rehabilitator also indicated an improvement in the results tested in the clinic. There is no scheduled time when the user will be seen again.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a slight hearing loss when using the device.